Manufacturer narrative:
(B)(6). Breakage was identified to be at the transition step forward of the handle. This is the thinnest cross section and excessive forces can cause it to break off.

Event description:
The shaft broke during use of removal of bone. The surgeon hit it and the instrument broke close to the handle. The broken portion was removed from the patient. There was a back-up available for use. No patient injury or other complications were reported.